Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. A battery compartment crack observed below grip pad. The black box shows eaw (B)(4) cartridge not detected warnings on (B)(6) 2015. No load/ step malfunctions duplicated. The force calibration check fails with a reading of 29. Removed pump case, no evidence of moisture or loose components inside pump. Force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Force sensor resistance check fails. Evidence of green contamination inside force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.